Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown insert. The unknown femoral head was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient had a revision of right hip due to infection. Doctor replaced femoral head and insert with poly.

Event description:
It was reported that patient had a revision of right hip due to infection. Doctor replaced femoral head and insert with poly.